Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was subsequently seen and there were no issues with the lead, that there were issues with the patient's anatomy/tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor reported for the implantable pulse generator (ipg) that was implanted, he could not get the pacing lead to work. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.